Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a mesenteric artery embolization using a 3 x 8 concerto coil, there were procedural issues involving the coil and the non-medtronic microcatheter. The coil was delivered, deployed, and the delivery wire was removed. The surgeon did a contrast run to ensure the coil was deployed at the intended site. Then, when the microcatheter was removed, the coil was pulled back alongside and flipped off completely when the microcatheter was pulled out; the coil was found to be stuck at the microcatheter. It was considered possible that the coil was not fully detached. The patient's blood flow was normal, and the vessel tortuosity was moderate. The coil was explanted. There were no patient symptoms or complications associated with the event. Ancillary device: asahi microcatheter.

Manufacturer narrative:
H3: product analysis as found condition- the concerto device was returned for analysis within a shipping box; within a sealed tyvek biohazard pouch and within a sealed plastic biohazard pouch. The already detached concerto implant coil returned further within an unsealed tyvek pouch. Visual inspection/damage location details: the actuator interface was found securely attached to the coupler tube. The pusher was found broken at the positive load indicator with the release wire mostly retracted out of the distal pusher segment. The release wire was found entangled with the pusher. No damages were found with the remaining pusher. The coin was found fully retracted out of the lumen stop and found stuck within the proximal pusher. The coin was found undamaged. The shield coil was found stretched. The lumen stop was found undamaged. The retainer ring was found undamaged. The already detached implant coil was found damaged. The detach element stick and ball were found undamaged. Testing/analysis - the actuator interface and attached release wire was retracted; however, the release wire was found stuck within the proximal pusher. The coin was measured to be ~0.079mm @ 0.063mm, ~0.098mm @ 0.127mm, and ~0.100mm @ 0.275mm, which is within specification (specification: 0.063mm ¿ 0.089mm @ 0.063mm; 0.075mm ¿ 0.105mm @ 0.127mm; and 0.086mm ¿ 0.108 @ 0.275mm). The inner diameter of the lumen stop was measured to be 0.0028¿ which is still within specification (specification: 0.00220¿ ¿ 0.0029¿). Conclusion - based on the customer report and device analysis, the customer report of "non-detachment" could not be confirmed as the device was returned with the implant already detached; however, the failure could not be ruled out. The shield coil was found stretched. It is possible the shield coil became entangled with the proximal implant coil, preventing it from detaching completely. It is possible that the entangled coil was then pulled back out of the aneurism when the pusher was retracted, causing the reported ¿coil migration after deployment¿ and the damages would cause the device to experience ¿coil resistance/stuck in catheter¿. In addition to the shield coil stretching, the implant was found damaged. Possible causes for shield coil/implant coil damages include, but not limited to, lack of hydration before procedure, continuous flush not performed during procedure (or insufficient continuous flush), tortuous anatomy, coil is not retracted in a one-to-one motion with the implant pusher during repositioning, pushwire rotation, or user advances/retracts the coil against resistance. Customer reported no resistance during insertion/deployment, no damages to pusher/coil/catheter after removal, and continuous flush was not performed. It is possible the lack of continuous flush contributed towards the failure; however, the likely cause could not be determined. The release wire was found stuck within the proximal pusher; however, this is not likely to cause the non-detachment as the coin had already exited the lumen stop and no damages were found with the lumen stop and coin. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that there was no resistance during insertion and deployment. The coil came out of the introducer sheath smoothly. Continuous flushing was not performed. There was no kink/damage observed to the coil, pushwire, or catheter after removal. The instant detacher was not used. Manual detachment was attempted once. The coil was removed. The procedure was completed but removing the coil and implanting a new coil of a different size.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.